Event description:
The customer called technical support (ts) reported that while performing performance verification testing, it was observed that the device displayed a battery temperature high message. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer has confirmed diagnostic code 1123 in the v60 significant event log. Battery temperature high. The battery temperature was greater than 100ºc. It was recommended to replace the battery or the pm pcba. The customer is requesting onsite warranty repair. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The field service engineer replaced the power management printed circuit board assembly to resolve the reported issue. The device passed the required performance verification tests per philips standards.

Manufacturer narrative:
The removed power management (pm) pcba was returned to the product investigation lab (pil). The pil technician installed the pm pcba into a pil ventilator to duplicate the reported issue. Visual inspection of the returned board revealed no evidence of damage or contamination. The pm pcba was tested, and neither the occurrence nor the associated error code e1123 could be duplicated at the pil. The pm pcba passes all engineering testing, and all voltages required for the proper operation of the board are well within specification. There was no problem found in the returned pm pcba.